Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported 511sd was used and a major vessel was transected. The pt was opened and a cardiovascular surgeon called. The pt received seven units of blood. The surgeon stated the safety shield did not retract.